Event description:
The customer reported an abnormal image, error b30, vertical stripes in the image during setup/inspection for use on an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.